Event description:
The patient¿s device was reprogrammed for over an hour by the company representative and was working fine. The patient indicated that when she was in the ¿position¿ the amplitude would change. She would stay in that ¿position¿ for three minutes and the device would not recognize her new amplitude and converted all amplitudes on all programs to 0v. She was receiving great coverage. Group a was programmed as ¿as¿ and group b was the manual program for break thru pain. It was noted that she fell a few weeks ago and landed on her hip, right by her device. It was unclear if she was using the patient programmer or waiting the time correctly. Additional information reported that the stimulation at all positions ¿defaulted to zero volts.¿ it was noted that the stimulation coverage was in the right area, but the sensor ¿is getting stuck in the transition zone.¿ it was noted that after the patient set her position with adaptive stim she ¿went back into whatever position she was in¿ and she ¿felt no stimulation.¿ it was noted that it was unclear ¿why it went so high.¿ it was later clarified that she was ¿always in the transition zone¿. She was very sensitive to amp adjustments and transition times from upright to mobility and then mobility to upright. The transition time was too long and uncomfortable. It was discovered that the adaptive stim features were not responding due to the ins not being oriented correctly at implant. The ins was oriented in the box at implant. The patient makes many adjustments in the transition zone and was there about 40% of the time. Her device was going to be reoriented to try to correct the problem. It was confirmed that the device was reoriented and was working perfectly.

Manufacturer narrative:
(B)(4).